Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device exhibited episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing (pptwos). Programming change was made. However, a month later another occurrence of pptwos was seen. Further programming changes were made. Patient was asymptomatic.